Event description:
Decreased blood glucose till 1.6 mmol/l [blood glucose decreased]. Same situation occurred again (blood glucose decreased) [blood glucose decreased]. Novopen echo has done incorrect dosage [incorrect dose administered by device]. Case description: this serious spontaneous case from (B)(4) was reported by a consumer as "decreased blood glucose till 1.6 mmol/l" beginning on (B)(6) 2017, "same situation occurred again (blood glucose decreased)" beginning on (B)(6) 2017 and "novopen echo has done incorrect dosage" beginning on (B)(6) 2017 and concerned a (B)(6) year-old (reported as 2.5 year old) female patient who was treated with novopen echo (insulin delivery device) from unknown start date to (B)(6) 2017 due to "type 1 diabetes mellitus". Patient's height, weight and body mass index: not reported. Medical history includes type 1 diabetes mellitus since an unknown date in 2016. Concomitant products include novorapid penfill (insulin aspart) solution for injection, 100 u/ml ongoing, levemir penfill (insulin detemir) solution for injection, .0024 mol/l ongoing and novopen echo (insulin delivery device). Treatment includes sugar (sucralfate) and glucose (glucose). The reporter had complained on novopen echo (used with novorapid penfill) that it has done incorrect dosage. On (B)(6) 2017, in the evening, the reporter had set the dosage of 2 iu on novopen echo (batch no. Ev493), but after the injection the memory display had shown the dosage of 17 iu and the patient's blood glucose decreased till 1.6 mmol/l. The treatment of event was sugar and the patient recovered from it. On (B)(6) 2017, in the morning, the same situation occurred again, after injection of 2 iu the memory display showed 17 iu after which an ambulance was called and the patient was treated by intravenous injection of glucose and recovered from event. The reporter used 1 needle for 2-3 days and left the needle attached to injector between the injections. The reporter refused to provide the novopen echo for investigation. It was also reported that there was no difference felt in the force to inject. Reporter used dialling clicks as an additional function to estimate the dose of the insulin. Reporter was trained by a health care professional in the use of the novopen and needle was attached to the pen in a 180 degree angle. Reporter stored the insulin in use at room temperature of 20-25 degrees celsius. Reporter confirmed that there was no change from another novopen to the current novopen. Action taken to novopen echo was reported as product discontinued. On (B)(6) 2017 the outcome for the event "decreased blood glucose till 1.6 mmol/l" was recovered. On (B)(6) 2017 the outcome for the event "same situation occurred again (blood glucose decreased)" was recovered. The outcome for the event "novopen echo has done incorrect dosage" was not reported. The reported batch number "ev493" is confirmed as non-valid. Investigation results: name: novopen® echo®. Batch number: ev493. No conclusion could be made without the sample or a valid batch number. The reported batch number was not valid. The product was not returned for examination. Final manufacturer comment: 20-feb-2017: as novopen echo has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). In addition, only not valid batch number was reported. Reporter comment: the reporter has refused to provide the novopen echo for investigation evaluation summary name: novopen® echo®. Batch number: ev493. No conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The product was not returned for examination.